Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a faulty touchscreen. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 05/21/2019, date rec¿d by MFR : 06/04/2019. Failure analysis on the returned touch screen shows that the touchscreen assembly was tested and no failures were identified. The slight scratches on the touchscreen does not affect the function of the touchscreen assy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.